Event description:
The patient was implanted with a left ventricular assist device. It was reported that one day post-implant the patient was slow to respond, not moving extremities and starting to have lower estimated pump flows. The patient was taken for a CT scan and an ischemic stroke was confirmed. On echocardiogram (echo), a clot was noted on the aorta. Reportedly, there were no complications during surgery and echos performed pre-operatively and after implant showed no clot. As part of troubleshooting for the low flows, the system controller was changed out. The patient continued to decline, experiencing low flows and not progressing. The family chose not to continue care and the lvad was turned off. The patient's family decided not to have an autopsy performed and the lvad was not explanted. The vad staff attributes the patient¿s death to the stroke, which they indicated was lvad related.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. The report of low flow alarms was confirmed based on the evaluation of the submitted log file; however, a specific cause for decrease in calculated flow and a specific cause for the reported ischemic stroke could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 day. The pump was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.